Manufacturer narrative:
Block h6. Device code a150205 is being used to capture the reportable event of device difficult to advance.

Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an edge procedure on (B)(6) 2025. During the procedure, the physician was unable to pass the device down the patient's esophagus. The physician attempted a jaw thrust but was still unsuccessful. As a result, the physician decided to switch to a non-bsc device (oversco) to complete the procedure. There was no patient complications reported as a result of this event.